Event description:
It was reported that before using the bd vacutainer® sst¿ blood collection tubes, one (1) tube exhibited a missing label. It was also reported that when using the bd vacutainer® sst¿ blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received 7 photos for investigation that show a tube with no label, tubes with very little blood, a tube with a lifted label, two tubes that have been collapsed, and tubes with a disfigured shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse, draw volume, incorrect/missing label information and molding defect. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.